Manufacturer narrative:
The device not returned to mmdg for evaluation so no investigation could be completed. Mmdg was also not provided with a serial number for the device and therefore, no DHR could be completed. Based on the complaint information received, the pump appears to have under infused at a rate that mmdg considers reportable. This report will be updated if any additional information is received.

Event description:
The initial reporter stated that the pump only delivered 150ml out of 1400ml. No other information was provided. Mmdg made multiple attempts to obtain additional information about the complaint event, however, no other information was made available. (B)(4).